Manufacturer narrative:
Patient information is currently unavailable. A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the failure. The error logs were reviewed and it was confirmed the unit alarmed 'check flow sensor' the logs also indicated the flow sensors had been replaced during the case. The unit was returned to service.

Event description:
The hospital reported the unit alarmed 'check flow sensor' and stopped mechanically ventilating during a case. The unit was rebooted and ventilation was able to continue. There is no report of patient injury